Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28, (lot: va211ml); product type: 0200-lead; implant date (B)(6) 2019; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that their interstim didn't work anymore, meaning that they recently had an x-ray taken which showed a problem with a lead electrode. Patient stated "one of the electrodes has come un-electroded." Patient services (ps) asked for information from the doctor who ordered the x-ray and patient declined, stating they think it was a veterinarian. The patient lived in a rural area and noted there were very few doctors near them.